Event description:
The customer alleged that the 840 ventilator seitch modes from simv to CPAP on its own while on a pt. The customer inspected the ventilator and the unit passed extended self testing. The customer could not duplicate the reported event. It is not verified that athe ventilator changed modes without extenal input from the user, and no malfunction may have occurred. There was no pt harm or injury associated with this event.